Manufacturer narrative:
Initial and final MDR (B)(4).

Event description:
Reference number (B)(4). Event occurred in the united states, it was reported that patient faced three infusion set cannula was kinked on (B)(6) 2024 and on (B)(6) 2024. The event occured within three hours of insertion. The blood glucose level was displayed high and was managed by multiple daily injections (mdi). The site of insertion was at abdomen. Company do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.